Manufacturer narrative:
Updated device code.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, tibial insert was found to be loose from the tibial base. Patient had her first revision on (B)(6) 2020 , it was captured under incident number : (B)(4).